Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm 4) was analyzed, and the reported problem was confirmed and replicated. In the system logs, the error 319 was found indicating a communication fault on the usm4, confirming the fault occurred in the field. Upon visual inspection the rolling loop fiber cable was found damaged, replicating the reported event. The unit was installed onto a golden system where the 319 error was triggered, indicating a fault on the rolling loop fiber cable, replicating the reported event. Once testing was completed, the rolling loop fiber cable was tested and verified to be the source of the fault. The complaint was confirmed and replicated based on failure analysis. The probable root cause is attributed to communication errors caused by a damaged rolling loop fiber cable located on usm. This issue can be resolved by replacing the usm.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system faulted with non- recoverable errors. Technical support engineer (tse) viewed system logs and noticed a 31030 error; however, it was not during the procedure. The customer called back and stated that when driving the patient side cart (psc), the led on universal surgical manipulator (usm4) turned off. They attempted to reboot the system; however, the system froze in the shutdown process. Tse then instructed them to perform a hard shutdown. After rebooting, the system displayed a message indicating that usm4 should be disabled. The procedure was converted to laparoscopic surgery with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm4). The system was tested and verified as ready for use. Isi has received the usm4for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained.